Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that shortly after implant the right ventricular (rv) lead had diminished r-waves. The lead was repositioned and remains in use. It was further reported that the right atrial (ra) lead triggered an impedance alert for variable and high impedance. At the time of a routine device replacement the ra lead continued to exhibit variable impedance and showed evidence of noise on the atrial electrogram. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.